Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Upon the third pass during a biopsy of the lung, the needle bent at the tip as the user was passing the needle into the node. The device was removed without leaving anything in the patient and it did not damage the scope. The product was kept and a new product was opened to finish procedure. Additional information received: was the needle fully retracted when the device was removed from the patient? No they could not get the needle in the sheath after the third attempted biopsy. The needle was manipulated after removing from patient to get needle into sheath.

Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Additional information received indicating that the needle was not fully retracted prior to patient removal. Device evaluation: the echo-hd-22-ebus-p-c of lot number c1431231 device involved in this complaint was returned for evaluation, without original packaging. With the information provided, a physical examination and document based investigation was conducted. The customer reported that the complaint device involved kink at patient end/tip of needle. Also it was noted that it was unknown if the endoscope was in flexed/twisted position at any time during procedure. The complaint device underwent a laboratory evaluation on the 11 april 2018. On evaluation of the returned device it was observed that device returned in plastic bag. It was noted that there was a kink present below sheath extender, possibly due to storage or transportation. There was a kink present at the needle notch. Needle advances and retracts with some difficulty. Stylet not present upon return. No other defects observed. The customer complaint is considered to be confirmed as the complaint was verified in laboratory. There was evidence of kink at the patient end/tip of needle. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that it is due to twisted position of endoscope during procedure and hard lesion. This complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends. Documents review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot# c1431231 did not reveal any discrepancies which could have contributed to this occurrence. There is no evidence to suggest that this issue effects the entire lot # c1431231; upon review of complaints this failure mode has not occurred previously with this lot # c1431231. IFU review: the notes section of the instructions for use, ifu0110-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use, it states in the IFU that a pentax ebus scope is intended to be used with the device. As per precautions notes: "ensure the stylet is fully inserted when advancing the needle into the biopsy site." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110-5). From the information provided: the patient did not require any additional procedures due to this occurrence. Summary: the customer complaint is considered to be confirmed as the complaint was verified in laboratory. From the information provided: the patient did not experience any adverse effects due to this occurrence the risk associated with this complaint is risk category iii/no risk level. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
Upon the third pass during a biopsy of the lung, the needle bent at the tip as the user was passing the needle into the node. The device was removed without leaving anything in the patient and it did not damage the scope. The product was kept and a new product was opened to finish procedure. Additional information received: was the needle fully retracted when the device was removed from the patient? No they could not get the needle in the sheath after the third attempted biopsy. - the needle was manipulated after removing from patient to get needle into sheath.